Event description:
Report received of an unspecified number of undocumented incidents of splashes of contaminated suction liner contents. It was reported that suction liner contents splashed on staff "many times in the past." No further info was provided.